Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient faced infusion set's kinked cannula event on (B)(6) 2025. Event occured within three or more hours of insertion. The set was inserted at abdomen. Patient's blood glucose level was high and was treated via correction bolus. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6007796 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007796 was manufactured according to the wi version 115 manufactured in the line 9, on 29/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 28/feb/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6007796 and no other complaints has been registered in database for the same lot 6007796 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-03721), was submitted on 13-mar-2025. Upon receiving additional information, it was discovered that the lot number cited in this case (B)(4) was found to be invalid. As a result, the supplement is being sent for the correction of lot number . Correction: this MDR is being submitted to correct the lot number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary.

Event description:
To date, additional patient or event details were received which have been added in h11.